Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to one of the leads having high impedances. Surgical intervention was undertaken wherein it was discovered that both leads had high impedances. The bilateral leads were explanted and replaced to resolve the issue.